Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with blood glucose (bg) levels around 200mg/dl customer went to school, and around lunchtime, bg levels had risen to the 300's mg/dl with high ketones. The customer was checked out of school, and bgs were treated via manual injections, water intake, and site change. Customer's bg levels receded, however ketones levels did not, and the customer was eventually taken to the hospital. While at the hospital customer was treated with saline and intravenous drip, and released a few hours later.